Event description:
Notification was rec'd from the registry indicating that during the six month follow-up, the pt reported angina pectoris. A coronary angiogram was performed. There was no evidence of myocardial infarction. An ergometric stress test showed evidence of residual ischemia. Revascularization to the proximal circumflex with additional cypher stent was performed for in-segment restenosis at the proximal edge of the index procedure stent at the first obtuse marginal. The event was reported as unrelated to the index procedure and cordis device.

Manufacturer narrative:
This patient was randomized to the registry for two-vessel disease. The indication for the index procedure was an acute myocardial infarction >12 and <24 pre procedure. The first target lesion was at the first obtuse marginal. Reference vessel diameter was 2.5mm and lesion length was 16mm. Pre-procedure diameter stenosis was 99% and post procedure was zero percent. Timi flow pre and post procedure was iii, respectively. The lesion was denovo and classified as type b1. Predilation was performed using a 2.5x15mm balloon at 8 atms. A cypher was deployed at 16 atms. Post dilatation was performed using a 2.75x15mm balloon at 20 atms, due to stent under expansion. The second lesion was at mid left anterior descending. Reference vessel diameter was 3.0mm and lesion length was 20mm. Pre-procedure diameter stenosis was 80% and post procedure was zero percent. Timi flow pre and post procedure was iii, respectively. The lesion was denovo and classified as type b1. Predilation was not performed. A cypher was deployed at 16 atms. Post dilatation was performed using a 3.25x15mm balloon at 20 atms, due to stent under expansion. Ivus was not used. The pt was discharged on 100mg aspirin, 75mg clopidogrel, statins, ace-inhibitors and beta-blockers. During the one month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.